Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Quick release came off while rolling with end user sitting into wheelchair. Patient fell no medical reported to invacare